Event description:
The pt was implanted with an ipg on (B)(6) 2010. It was reported that she is no longer able to utilize the magnet to initiate or discontinue stimulation. In an effort to resolve this matter, a replacement magnet was shipped to the pt; however, the reported issue remains. As an alternative, the pt will utilize the programmer to prompt or cease therapy. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.